Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer also reported experiencing a low blood glucose of 46 mg/dl. The customer treated their blood glucose with food. Customer also reported the no delivery alarm was resolved with a complete infusion set change. The customer was advised to call back when the alarm occurs. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.